Event description:
During the interventional procedure to place a stent in the coronary artery, a wire was placed in the left anterior descending artery and a wire was placed in the 2nd diagonal off of the lad in order to protect the 2nd diagonal. Once the stent was successfully deployed in the lad, the wire was removed from the lad. As the second wire was attempted to be removed from the 2nd diagonal, as the wire was being removed from the body, it was noted to be fractured and the wire broke into two pieces. The pt had to be returned to the operating room the next day for removal of the wire.